Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 14-may-2024. A review of the device history record confirmed the cartridge lot met finished goods release criteria. Retained and returned testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. An (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for total b-hcg cartridge lot f23318.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event.

Event description:
On 20-mar-2024, abbott point of care (apoc) was contacted by a customer regarding I-stat b-hcg cartridges that yielded positive results on a 46 year old female patient with hives, & fibroids. There was no additional patient information at the time of this report. Return product is not available for investigation. Method date collected tested result I-stat 18-mar-2024 08:45 09:06 62.7(iu/l) I-stat 18-mar-2024 08:45 09:24 59.9(iu/l) dxi 18-mar-2024 11:10 12:50 <1 (miu/ml) there are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway. I-stat positive cut-off values: b-hcg < 5.0 iu/l negative 5.0 < ss-hcg < 25.0 iu/l indeterminate b-hcg >25.0 iu/l positive intended use: the I-stat® total beta-human chorionic gonadotropin (b-hcg) test is an in vitro diagnostic test for the quantitative and qualitative determination of b-hcg in venous whole blood or plasma samples using the I-stat 1 analyzer systems. The test is intended to be used as an aid in the early detection of pregnancy and is for prescription use only.